Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, patient experienced an intermittent out of range signal. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The global transmitter final functional test was performed and passed. The reported customer complaint could not be reproduced with the transmitter and the complaint could not be confirmed. The root cause could not be determined post investigation.